Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was having days of horrific back pain like before her back surgery prior to implant. The patient mentioned she had a bad back anyways and knows it is deteriorating and she has stenosis that is prior to implant. The patient said she had a back fusion and the issue might be the next level up, since the pain has been in the lower thoracic area. The patient stated at the same time, her recharging changed. The patient said it won't charge all the way. The patient typically starts at ¾, and it takes a short time, but it no longer completes. The patient said one time it was low, and she charged the whole night, but it didn't charge anything. The patient said she gets good coupling and there has been no changes to the settings. The patient was directed to her healthcare professional (hcp) to check recharging statistics and to address her back pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that there was no problem identified and there was no issue with the system identified. The back pain and not charging to full was reported to be resolved. No further complications were reported.